Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 3 tip broke during use. No injury.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Notably for this reason, and also because nothing unusual to report was found during DHR review (batch #1855751), root causes are not identified. We will track this kind of event and monitor the trend. For information, scaler setting specified by customer lower than recommended according to dfu. Potential root causes may be excessive wear (product ten times according to customer), technique (excessive pressure applied on the tip, power setting inappropriate), machining or material issue (no analysis can be made). Root causes are not identified.